Event description:
Hemodialysis started at 0920. At 0925 the machine indicated dial valve failure 1 and machine went into bypass. Patient not rinsed back. Md in room. H&h drawn - new tubing and machine set up. Hd completed. Patient discharged. Discussed with company representative. Test run - could not duplicate alarm.what was the original intended procedure?hemodyalisis.